Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2010-00403. It was reported that in preparation for a percutaneous interventional procedure, the catheter froze on the wire and the catheter broke. The quantum maverick balloon catheter was introduced on the thruway .014 guide wire. The balloon catheter became stuck on the wire prior to being inserted in the sheath. In an attempt to remove the quantum maverick balloon catheter from the wire, the balloon catheter broke. Approximately 10cm of the catheter remained on the wire. The system was removed. Another wire was used and the procedure was completed successfully. No pt complications were reported.

Event description:
Same case as MFR report #: 2134265-2010-00403. It was reported that in preparation for a percutaneous interventional procedure, the catheter froze on the wire and the catheter broke. The quantum maverick balloon catheter was introduced on the thruway .014 guide wire. The balloon catheter became stuck on the wire prior to being inserted in the sheath. In an attempt to remove the quantum maverick balloon catheter from the wire, the balloon catheter broke. Approximately 10cm of the catheter remained on the wire. The system was removed. Another wire was used and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the clinically used, damaged guidewire was returned. A gage bushing was passed over the entire length of the wire without issue. As received, a segment of balloon catheter was lodged on the wire. The catheter was easily removed proximally over the wire shaft with gentle manipulation. The wire presents numerous bends/kinks of varying severity. No other damage or inconsistencies are noted to the wire at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).